Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen). Manufacturer contacted customer with follow up to ensure the new product replacement resolved the initial concern;customer is feeling well and satisfied with the new product readings.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 140 to 200 mg/dl. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification,customer store product in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is approximately ten days ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer states that he has been using the true metrix meter and the meter is about 30 points higher than all the other meters that he has been using in the past. Customer informed that was using the true result(not longer sold) and the results were never this high. Customer states that his normal expected range 140-200mg/dl and . Customer complaint because took too much insulin, according to what the meter results were actually showing. Customer states that the glucose drop low because of the amount of insulin that customer had to eat something sweet because too much insulin. Customer states that this happen about 3 times since he has been using this meter. Customer states that now customer is feeling fine now and customer knows how much insulin to take now.